Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient data crossover delay caused ed staff to manually add patients. The technical support specialist (tss) dialed into the station and applied the knowledge article device time is incorrect and sent updates to customer via email. Also dialed into the stations listed by customer using the same knowledge article and provided updates. Later, received confirmation from customer that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, patient data crossover delay caused staff to manually add patients. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.